Manufacturer narrative:
The lens was not available for return. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information a root cause for the reported event could not be determined.

Event description:
It was reported that the patient had crystalens intraocular lenses implanted in both eyes a year back. The patient can see and the reading vision is good. However, beyond the arm length vision is blurry and out of focus. Driving at night is worse as the head lights create glare and impairs the vision. The surgeon was unable to diagnose what the problem was. As treatment, the patient received laser treatment to reduce light halos and glare. Contact lenses were also prescribed. This report is for the left eye.